Event description:
A report was received that the patient was experiencing pain at the ipg site and burning and stinging sensation in her middle back. The patient was prescribed medications and will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site and burning and stinging sensation in her middle back. The patient was prescribed medications and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the ipg site and burning and stinging sensation in her middle back. The patient was prescribed medications and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician did not believe that the stimulator was the cause of the patient¿s worsening of pain and the complaint of weakness with loss of balance.

Event description:
A report was received that the patient was experiencing pain at the ipg site and burning and stinging sensation in her middle back. The patient was prescribed medications and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient, who was noted to have lost weight over the last 6 months or so, now has her ipg more protuberant to the skin. The patient felt that the pain had worsened and that she had a new pain, muscle jerking. It was also reported that the patient subjective weakness with loss of balance at times.

Event description:
A report was received that the patient was experiencing pain at the ipg site and burning and stinging sensation in her middle back. The patient was prescribed medications and will undergo an explant procedure.